Event description:
Pt came in as outpatient for CT guided lung biopsy. Pt alert and oriented throughout most of procedure. Pt received fentanyl and versed for procedural sedation. Towards end of procedure, pt snoring. At end of procedure, chest CT showed no pneumothorax. Occlusive dressing placed after biopsy needle removed. Pt unarousable. Md called to procedure room. Bp dropped. Placed in trendelenburg position. Pt foaming at mouth and posturing. Head CT taken which showed intravascular cerebral air embolism. Pt went into pea arrest and CPR and resuscitation started. Review of CT of chest performed at end of procedure showed air in the right ventricle, aorta and pulmonary artery. Femoral arterial and venous lines placed in attempt to remove intracardiac air. Repeat chest CT showed near resolution of intracerebral and intracardiac air. Pt did not regain consciousness. Pt transferred to ICU then to outside facility for hyperbaric oxygen treatment. Informed by family that pt died two days after event.